Event description:
Rptr indicated that pt has suffered from blindness in their left eye since implant. It was reported that at first, there was complete darkness, but lately pt has been able to see light but everything is extremely blurred. Pt is taking the following anti-epileptic medications: tegretol and gabatril. Pt's device was programmed to on in 10/2001 and parameters were increased in 11/2001.